Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18mm non-medtronic balloon due to high gradients and a severely calcified native annulus. During the first deployment attempt, the valve dislodged high and was recaptured. During the second deployment, at 80% and a depth 5/8, the valve appeared constrained; upon release the valve dislodged to 0/6 and remained constrained. A post-implant bav was performed with a 23mm non-medtronic balloon. Under partial inflation the balloon and valve dislodged into the aortic root. During the second inflation attempt the valve dislodged to approximately -10mm. A snare was used to pull this initial valve higher. Subsequently, a second valve was loaded onto a new delivery catheter system (dcs) and implanted. During the advancement of the second valve, the first valve moved deeper and a snare was used to pull the valve up to the proximal ascending aorta. Perfusion of the head vessels was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cine films provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: the fluoroscopy load check for the first valve confirmed a good load. Working wire in the left ventricle, pigtail catheter in the non-coronary cusp (ncc), and pacer wire in the right ventricle can be seen. Angiographic picture of the aortic root. Pre-implant balloon aortic valvuloplasty (bav) was performed. The loaded valve crossed the native annulus. The valve was deployed to approximately 2/3¿s and it dislodged above the native annulus. The valve was recaptured and re-crossed the native annulus. The valve was deployed to 80%. The valve was fully deployed. The implant depth is approximately 0 mm (ncc) and 5-6 mm (left coronary cusp). The valve dislodged from the native annulus. The deployed valve can be seen in the ascending aorta. The second valve crossed the native annulus. The first valve can be seen at the annular level. Aortic root picture of the second valve across the native annulus. The first valve was snared to the ascending aorta and the second valve crossed the native annulus. The second valve was deployed to 80%. The second valve was fully deployed (final angiogram). The cine review confirmed that a pre-bav was performed and that the first valve dislodged close to 80% deployed but was recaptured and fully deployed. The valve appeared constrained at the annular level but the cine film could not confirm that a post-bav was performed. The cine films confirmed that the fully deployed valve dislodged and moved into the ascending aorta. The valve moved deeper after an attempt was made to advance the second valve in the delivery catheter system (dcs) through it. The use of a snare to move the first valve higher in the ascending aorta was confirmed and the second valve was successfully deployed to an approximate depth of 1-2 mm (left coronary cusp) and -1 mm (ncc). Perfusion of the head vessels was not able to be confirmed by the cine review. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the dcs during positioning, patient calcification levels and compliance of the aorta and native vessels. The ability to recapture a valve during deployment is a feature of the evolut pro system that allows for additional attempts to accurately position the valve. Various factors that can affect valve positioning include, patient anatomy landmark visibility, patient calcification levels, compliance of the native anatomy, procedural complications, tension applied on the dcs during positioning, or physician technique. Based on the cine review, a root cause for the valve dislodgement could not be determined. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the information received and cine review, a root cause for the constrained valve could not be conclusively determined. Although it was reported that a post-bav was performed, this action was not seen in the cine films. The cine film was able to confirm that the first valve moved deeper during the advancement of the second valve and that the first valve was snared higher in the ascending aorta. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Based on the information received, an assignable cause for the pvl could not be determined. If information is provided in the future, a supplemental report will be issued.